Event description:
Used the wire on a aif case. Went in and out of the body three to four times with the wire. Were attempting to exchange for a different catheter and then noticed that the wire was beginning to lose its coating. Had to remove wire and use a different wire in its place.====================== manufacturer response for hydrofinity guide wire, hydrofinity guide wire (per site reporter).====================== manufacturer rep picked up device. Manufacturer will provide new replacement device.